Manufacturer narrative:
Results - bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for 6119578 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: CAPA (B)(4) was opened to address this defect.

Event description:
It was reported that the 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw became dislodged from the tube holder. The adhesive failed. No serious injury or medical intervention reported.